Event description:
It was reported that a patient implanted in 2017 had a high impedance alert upon interrogation. X-rays were taken but no breaks were identified. It was suspected the high impedance was due to a microfracture and so a revision was scheduled and patient had a full replacement. The explanted lead has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
Product analysis for the lead was completed and approved. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location. Also, scanning electron microscopy images of the negative coil broken ends show appearance suggesting that a stress-induced fracture has occurred. However, due to mechanical distortion (smoothed surfaces) and/or surface contamination the fracture mechanism of the broken wires cannot be ascertained. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead.

Event description:
The explanted lead was received for analysis. Analysis is underway but has not been completed to date.